Event description:
It was reported that there was a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier com express board was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier com express board was replaced to resolve the issue.

Manufacturer narrative:
D1 product name corrected.d4 primary UDI number corrected.d4 model no. Corrected.